Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced feeling sick/unwell which caused patient went out to night of 14th and in afternoon he got diabetic ketoacidosis due to ER. The time and date of hospitalization is (B)(6) 2024 at 1 pm. The length of hospitalization is 2 days and the patient when admitted to hospital the blood glucose level was 392 mg/dl. Patient also got issue of ketones level. No further information available.